Event description:
On 19/jul/2024, during a follow up, this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler reported to fresenius she was hospitalized with peritonitis. There was no specific allegation this adverse event was related to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2024 following abdominal pain. The patient was admitted while on vacation in florida and the facility did not provide discharge paperwork to the outpatient clinic. As a result, laboratory specimens obtained and tested during this hospitalization were not reported. The patient was diagnosed with peritonitis due to unknown etiology. The patient was able to undergo ccpd therapy on her home liberty select cycler for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2024. The patient was prescribed oral ciprofloxacin and oral doxycycline (unknown dosages, frequency and duration) upon discharge from the hospital. When the patient returned to her home clinic, her antibiotic prescription was changed by her nephrologist to intraperitoneal (ip) vancomycin at 2000 mg every three days for two weeks and ip meropenem 1000 mg daily for two weeks to address the infection. It was confirmed, though the exact source of infection remains unknown, there was no indication the patient¿s peritonitis and associated hospitalization were due to a deficiency or malfunction of any fresenius product(s) or device(s). Follow up peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the outpatient clinic on 16/jul/2024 presented with no growth in the culture and a wbc count of 28/mm3. The patient recovered from this event as she remains asymptomatic. The patient continues ccpd therapy on the same liberty select cycler at home post-discharge.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler with the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain. It is well established that pd patients are at high risk for infections of the peritoneum. The source of infection cannot be determined; however, there was no indication this patient¿s peritonitis and associated hospitalization were due to a deficiency or malfunction of any fresenius product(s) or device(s) as reported by a medical professional. Though effluent fluid cultures yielded no growth, a decrease in symptoms and a normalized wbc count in response to antibiotic therapy provided evidence of a resolving peritonitis infection. Therefore, the liberty select cycler with the liberty cycler set can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the required information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction that caused or contributed to this patient¿s adverse event.

Event description:
On (B)(6) 2024, during a follow up, this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler reported to fresenius she was hospitalized with peritonitis. There was no specific allegation this adverse event was related to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2024 following abdominal pain. The patient was admitted while on vacation in florida and the facility did not provide discharge paperwork to the outpatient clinic. As a result, laboratory specimens obtained and tested during this hospitalization were not reported. The patient was diagnosed with peritonitis due to unknown etiology. The patient was able to undergo ccpd therapy on her home liberty select cycler for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2024. The patient was prescribed oral ciprofloxacin and oral doxycycline (unknown dosages, frequency and duration) upon discharge from the hospital. When the patient returned to her home clinic, her antibiotic prescription was changed by her nephrologist to intraperitoneal (ip) vancomycin at 2000 mg every three days for two weeks and ip meropenem 1000 mg daily for two weeks to address the infection. It was confirmed, though the exact source of infection remains unknown, there was no indication the patient¿s peritonitis and associated hospitalization were due to a deficiency or malfunction of any fresenius product(s) or device(s). Follow up peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the outpatient clinic on (B)(6) 2024 presented with no growth in the culture and a wbc count of 28/mm3. The patient recovered from this event as she remains asymptomatic. The patient continues ccpd therapy on the same liberty select cycler at home post-discharge.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.